Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a troponin I (accutni) result above the ami cutoff for one (1) patient's sample. The result was generated on a unicel dxc 600i synchron access clinical system using acctni reagent lot 023755 and access accutni calibrator lot 070105. The result was reported out of the lab. The patient was being seen in the emergency room. The patient was transferred to an alternate hospital, where an additional sample was tested for accutni which resulted within the normal reference range. The patient's original sample was re-analyzed, which also resulted within the normal reference range. The customer does not know what other patient treatment may have been affected.

Manufacturer narrative:
Sample 1 was serum that was processed through the closed tube aliquotter (cta). Qc was within the customer's established ranges during the event. A system check performed on (B)(4) 2011 met specifications. Bec service was on site on (B)(4) 2011 and performed a preventive maintenance. All verification testing met specifications. A clear root cause could not be determined for this event.